Event description:
It was reported that the patient has a brady pulse generated implanted along with this subcutaneous implantable cardiac defibrillator system (sicd). During a ventricular fibrillation episode, the sicd could not convert the arrhythmia. The brady pacemaker started atrial pacing during the arrhythmia and the sicd system oversensed the pacing spikes. Due to this oversensing of pacemaker spikes, the sicd undersensed the patient's arrhythmia. Several shocks were given until the sicd successfully converted the ventricular fibrillation. At the system check, it was noted that the shock impedance has been increasing. The doctor decided to replace the patient's products with a transvenous congestive heart failure defibrillator system. There were no additional adverse patient effects.